Event description:
It was reported that the patient presented remotely via merlin.net and in clinic for a follow up. Review of the transmission and upon interrogation, it was noted that the right ventricular (rv) lead failed to capture. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.